Event description:
It is unknown whether this patient had a history of arrhythmias pre-lvad and the patient had an implantable cardioverter defibrillator (ICD) implanted prior to heartmate 3 lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. No device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. The current revision of the IFU can be found on the electronic IFU (eifu) page of the abbott website. Although no device related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2026 for sustained ventricular arrhythmia requiring defibrillation or cardioversion.